Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the supplemental MDR, an addition is required.

Manufacturer narrative:
B5 describe event or problem - addition informationg3 date received by mfg - addition informationg6 type of report - addition informationh2 additional information/ device evaluation - addition informationh6 adverse event problem - addition information

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information d9 date device returned - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - addition information